Manufacturer narrative:
Analysis was unable to prime during prime test due to faulty force sensor resistor (gold). The insulin pump was received with intermittent buttons due to flattened up arrow dome switch. No button error alarms were noted. No unexpected display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump was received with scratched display window and a missing end capsticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 127 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.